Manufacturer narrative:
Device will not be returned. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During sps calcaneal plate surgery, the surgeon used the bending template of non-sterilization, without sterilization processing in the hospital. Because the surgeon had noticed that it is non-sterilization while using the bending template, he washed a wound of patient. And the operation used only hydroxyapatite and completed.